Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The root cause of the delivery issue was determined to be patient condition as the patient had small anatomy at thoracic inlet preventing successful delivery of impella.

Manufacturer narrative:
Additional information was provided in b5 (event description). Additional information was provided in h6 (type of investigation). The cause of the deliver issue was determined to be patient condition as the patient had small anatomy at thoracic inlet preventing successful delivery of impella.

Event description:
Additional information was received stating, "the surgeon used axillary cp instead due to anatomical challenges and no issues were noted after insertion. The pumps are not available for return. Hospital disposed them."

Event description:
The user facility reported a patient was attempted to be escalated from an impella cp to an impella 5.5 for support. However, the impella 5.5 was unable to pass the thoracic inlet. The physician opted instead to place another impella cp.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿